Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse event of an umbilical hernia, as its formation and repair occurred prior to the patient beginning pd therapy for rrt. Per the pdrn, the patient has just begun performing ccpd therapy at home and remains anxious about the process. The pdrn stated the patient¿s umbilical surgical site was evaluated by the nephrologist and there were no concerns it was compromised. Per the pdrn, the serious adverse event was unrelated to any fresenius product(s) and/or device(s). Based on the information available, the patient¿s liberty select cycler can be disassociated from having caused or contributed to the formation or exacerbation of the patient¿s preexisting umbilical hernia. The patient¿s liberty select cycler did require replacement due to a ¿m30 balloon valve leak¿ warning, however, the alarm occurred prior to the patient beginning treatment.

Event description:
On 3/mar/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) suspected he ¿may be herniated.¿ no additional information was provided during the intake process. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal discomfort. The patient was concerned he had reinjured an umbilical hernia, which was recently revised when the patient¿s pd catheter (not a fresenius product) was surgically placed last month (exact date unavailable). The patient has just begun performing ccpd at home and has been experiencing anxiety and ongoing set-up issues (education being provided). The pdrn stated the patient¿s umbilical surgical site was evaluated by the nephrologist and there were no concerns it was compromised. Per the pdrn, the serious adverse event was unrelated to any fresenius product(s) and/or device(s).

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane valve actuation test ¿ passed. System air leak test ¿ passed. A post-accelerated stress test simulated treatment was performed without any failures or problems. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 3/mar/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) suspected he ¿may be herniated.¿ no additional information was provided during the intake process. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal discomfort. The patient was concerned he had reinjured an umbilical hernia, which was recently revised when the patient¿s pd catheter (not a fresenius product) was surgically placed last month (exact date unavailable). The patient has just begun performing ccpd at home and has been experiencing anxiety and ongoing set-up issues (education being provided). The pdrn stated the patient¿s umbilical surgical site was evaluated by the nephrologist and there were no concerns it was compromised. Per the pdrn, the serious adverse event was unrelated to any fresenius product(s) and/or device(s).